Event description:
During a laparoscopic cholecystectomy with operative cholangiograms, two of five 12 mm x-long trocar sleeves fragmented at the tip of two (2) trocars prolonging the surgery for retrieval of the pieces. Unable to retrieve one piece. At the end of the case, the three remaining sleeves were inspected finding two of them damaged at the tip with cracks only and the third had broken at the proximal end where the sleeve met the external handle.